Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator's (epg) heart rate knob was unable to accurately adjust the heart rate value. It was noted that the device failed the incoming functional test for pacing rate dial. Additionally, when the bench test was performed, it was noted that the pacing encoder skipped segments when rotated. The encoder assembly was out of specification, electrical. It was noted that the hanger assembly was broken. The lower case was scratched and dented. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) heart rate knob was unable to accurately adjust the heart rate value. It was noted that the knob was sticking when increasing or decreasing the values. There was no patient involvement.